Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and their heart rate fell below the lower rate limit of the device, then right ventricular (rv) non-capture was observed. Asystole was reported and the patient was noted to be in cardiac arrest for approximately five minutes. The patient was stabilized with a return in heart rate with medications. The device diagnostics were within normal limits and the device sensing was normal. It was noted that the patient's electrolytes were normal, but they had low blood sugar. Additional information was received which noted that no troubleshooting or interventions were performed. No additional adverse patient effects were reported. The device remains in service.